Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is reportedly affected. The parents are unaware of any incident of trauma and the recipient has not reported any issues. The loss of sound was sudden. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. The parents are unaware of any incident of trauma and the recipient herself has not reported any issues. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely, taking into account the limited information and the only two in situ measurements showing all channels with high impedance and/ or possible short circuit status. Despite requested further information was not received from the field, hence to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Hearing performance with the device is reportedly affected. The parents are unaware of any incident of trauma and the recipient has not reported any issues. Re-implantation is considered but no date has been communicated so far.